Event description:
During the first ablation run with the rotablator device, the burr became stuck in a heavily calcified lesion. The diamond cutting burr portion detached from the catheter's drive shaft and a portion of the guide wire also detached. The pt went to surgery for a minithoracotomy single vessel bypass to prevent further damage to the vessel. The wire was successfully retrieved; however, the burr was bypassed and remains in the artery. Pt is recovering well from this procedure.